Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon was difficult to deflate. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Recommended inflation capacities: 3 cc balloon: use 5 ml sterile water, 5 cc balloon: use 10 ml sterile water, 15 cc balloon: use 20 ml sterile water, 20 cc balloon: use 25 ml sterile water, 30 cc balloon: use 35 ml sterile water, 40 cc balloon: use 45 ml sterile water, 75 cc balloon: use 80 ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Attention. See instructions for use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate. No patient injury was reported.